Event description:
In 2009, the pt reported that the infusion device displayed an e4 (occlusion) error earlier in the day while he was attempting to bolus 1.5 units of insulin. He viewed the bolus history and only 0.5 units of insulin were delivered. He stated that his blood glucose "was showing a little high" at 200 mg/dl. His target blood glucose range is 140-150 mg/dl. The e4 error was not reproduced at the time of the report. Upon follow up on the following day, the pt stated that his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.